Event description:
During shift check, the customer reported the thermogard hq ivtm system (sn (B)(6) displayed mid:05 (post ext ram) error message intermittently. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the customer reported complaint that the thermogard hq ivtm system (sn (B)(6) displayed mid:05 (post ext ram) error message intermittently was confirmed based on event log data review but not during functional testing. The reported issue was not replicated during testing, and the thermogard hq ivtm system functioned as intended. However, as a precaution, the internal cable to the display head was checked and reconnected to prevent recurrence of the error message. The event log review indicated multiple mid:05 error messages around the event date, thus, confirming the reported complaint. The console passed the preliminary functional testing and the power-on-self-test (post). The reported mid: 05 error message was not reproduced. Nevertheless, the internal cable to the display head was checked and reconnected to prevent future recurrence of the error message. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard hq ivtm system with sn (B)(6).